Event description:
It was reported that catheter was removed kinked about 1/3 of the way down. IV catheters have been kinking off. When the catheter is pulled out, there is a defined kink or crease in the catheter. Staff report that has not noticed a certain size or length or insertion size to the issue. This was with IV started with and without ultrasound. No patient harm. Does cause discomfort d/t the additional IV start. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.